Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken wire, resulting in a 1/2" burn hole in the fabric foundation of the unit. We also noted that the safety switch had been bypassed by used of a cable-tie to permanently fasten it in the "on" position. Discussion with the user also revealed the unit was used under pts and in conjunction with a rolling massage bed - both of which are clear violations of our user warnings and instructions. We determined that this report was attributable to misuse on the part of the user.